Manufacturer narrative:
The device remains implanted and in service, this report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine device follow-up. The remaining battery longevity was 15% after three years of implant time. The remaining longevity at the previous follow-up in (B)(6) 2020 was 60%. Premature battery depletion was suspected and the physician planned to replace the device in three months. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service, this report will be updated if additional information is received. Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine device follow-up. The remaining battery longevity was 15% after three years of implant time. Tthe remaining longevity at the previous follow-up in january 2020 was 60%. Premature battery depletion was suspected and the physician planned to replace the device in three months. No adverse patient effects were reported. The field representative later reported that the physician intended to wait an additional eight months before replacing the device. However, it was later revealed the device was explanted and replaced in (B)(6) 2020. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.